Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform an unexpected error test, excessive no delivery test or occlusion test, due to motor anomaly. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call of receiving a motor error alarm and then insulin pump stopped working. Customer's blood glucose was 420 mg/dl, which was treated with manual injection. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history showed one motor error alarms within the last month. Insulin pump passed displacement test. Troubleshooting was also completed for occlusion. Customer was advised that insulin pump would need to be replaced.